Manufacturer narrative:
Neither the part nor any imaging was available for evaluation. Additional information provided there was a lot of stress of the construct due to the tough angle; however, the exact cause of the reported issue could not be determined.

Event description:
It was reported that a creo mis screw head popped off post-operatively.